Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood due to a lack of negative pressure."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-08. H6: investigation summary bd japan received 18 samples and one photo were returned for investigation. The photo was reviewed and the indicated failure mode for underfill was not observed. Bdj completed draw testing on 18 customer samples with all tubes drawing the correct amount of water within the specification limits. Additionally, 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood due to a lack of negative pressure."